Manufacturer narrative:
Suspect product.: lot number 534. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of viral infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event of covid-19 infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected in nasolabial fold with juv¿derm¿ ultra plus" xc. Five months later, patient was injected with a 2nd injection of juv¿derm¿ ultra plus" xc. Two years later, patient was injected with a third injection of juv¿derm¿ voluma" with lidocaine. One year later, patient was injected with a fourth injection of juv¿derm¿ voluma" with lidocaine. One year later, patient was injected with a fifth injection of juv¿derm¿ voluma" with lidocaine in nasolabial folds. At an unspecified time later, patient was hospitalized due to covid-19, deemed not related to the device and needed to be taken to the ICU. After completing corticosteroid therapy, patient presented with a late non-serious event of nodulation (non-inflammatory, stiff nodules) in the nasolabial folds. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03163 (allergan complaint (B)(4)), MDR ID# 3005113652-2021-03164 (allergan complaint (B)(4)), MDR ID# 3005113652-2021-03165 (allergan complaint (B)(4)), MDR ID# 3005113652-2021-03166 (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product, ultra plus" xc.